Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the device. The fsr evaluated the device, running the extended self test to check the oxygen sensor calibration and proper settings. The fsr also ran blender accuracy verification testing and the device operated properly with no failures detected. No errors were recorded in the error log. The device operates properly to manufacturing specifications and no parts were replaced. No further investigation is required at this time. If additional information is received, then a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, it displayed 21% when the unit was set at 100%. The unit was on a patient when this issue occurred , the patient began to desaturate and was manually ventilated then placed on a second ventilator. No permanent harm was done to the patient.